Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (b)(64) 2018 with recurrent erosions in right eye (od) post treatment. A description from the surgery center indicated the patient has symptoms of recurrent corneal erosions. The current epithelium looks to be healing from recent erosion. The patient¿s chief complaint was of pain, blurred vision and watering. The patient commented on experiencing pain, foreign body sensation, redness, burning, watery and blurred vision but not severe in the right eye about 3 times in the last month. Topical steroid dosage was increased. The patient was treated with muro drops and ointment (aggressive lubrication). The patient will return for a bandage contact lens if the erosion reoccurs again. It was stated that the patient did not experienced loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018, right eye pre-op 20/15 -.25 x -1.00 x 132, left eye pre-op 20/15-.25 x -.75 x 50. Bcva from (B)(6) 2018, right eye post-op 20/30 .75 x -1.25 x 171, left eye post-op 20/20 .25 x -.50 x 160.

Manufacturer narrative:
Correction it was incorrectly reported that patient had ''topical steroid dosage increased''. In fact, there is no report that patient was given steroids at all as part of the treatment. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.